Event description:
Procedure: open posterior stealth navigated instrumented fusion using pedicle screws and rods, l5-s1. Operating microscope. Revision decompression, right l5-s1, foraminotomy. Autograft, allograft. Morbid obesity, bmi (B)(6). At time of the incident, the surgeon was drilling into some unusually hard bone and remarked on that to the staff in the room. The drill came apart. While there was no harm to the patient, it does pose a risk of harm if disassembly occurs mid procedure. Broken, malfunctioning equipment has been retained. Malfunctioning device was replaced with new parts fo the same model/design completed a month ago.